Event description:
It was reported the patient was admitted to hospital due to drug poisoning. During temporary renal dialysis catheter placement in femoral vein on (B)(6) 2023 dialysis catheter was used, but the puncture needle could not be pulled out normally after the guide wire was sent into the puncture needle, and the puncture needle and guide wire were immediately pulled out of the patient. After the guide wire was pulled out forcibly, the guide wire was deformed and could not be used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported the patient was admitted to hospital due to drug poisoning. During temporary renal dialysis catheter placement in femoral vein on (B)(6) 2023.20, dialysis catheter was used, but the puncture needle could not be pulled out normally after the guide wire was sent into the puncture needle, and the puncture needle and guide wire were immediately pulled out of the patient. After the guide wire was pulled out forcibly, the guide wire was deformed and could not be used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.